Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be app/os update - the mobile device updated its operation system which closed the app. No injury or medical intervention was reported.